Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range pacing impedances, measuring greater than 2000 ohms. In addition, a signal artifact monitor (sam) episode was declared after the lss due to 60 cycle noise. It was noted the patient experienced bradycardia, however, there was no indication of pacing inhibition. Technical services (ts} suspected a spring contact issue and recommended reprogramming the device to unipolar pacing and bipolar sensing. This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)